Event description:
In 2008, the lay user/pt contacted lifescan alleging there was an error 5 issue with the one touch ultralink meter. The pt alleged he had a "high symptom" sometime before the issue began. He took his usual dose of insulin due to the issue. The pt denied seeking medical attention. The issue was not resolved through troubleshooting. The test strips were in good condition. The pt's testing technique were incorrect. The product was not new (out of box). This complaint is being reported because the issue was not resolved through troubleshooting. The symptoms the pt alleged happened before the product issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.